Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 19-feb-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The plunger rod was found retracted. A lens could be observed to be stuck in the mouth of the cartridge, the cartridge tube was observed to be cracked. The damage extended from the cartridge crack to the cartridge tip. Viscoelastic residue was observed to be distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no advancement issues were identified; however, the plunger rod tip was damaged. The lens was removed and presented with damage to the optic body. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective and was not implanted. Through follow-up, we learned that the tip of the cartridge came into contact with the patient's eye. Due to the defect in the cartridge itself, it was not possible to insert the lens. It was not necessary to do anything except replace the iol. The defect was identified as being in the tip of the cartridge. No further information received.